Manufacturer narrative:
A ge service representative performed an on site investigation. The gib, x-ray tube, and cooling fan were replaced and the voltage adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had an artifact in the image during a case. The procedure was completed without incident. No pt injury was reported.